Event description:
It was reported the pt felt a "surging sensation" when the stimulator was turned on. The pt had fallen a few times, but it was not clear if the falls caused the surging sensation. It was also reported the impedances were >3600 ohms on combinations with electrodes 0 and 4. The pt was not programmed with electrodes 0 or 4. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).